Manufacturer narrative:
As received, a complete lead with a stylet was returned in one piece for analysis. The stylet was unable to insert at the distal region. Dissection of the lead in this location found dried/blood clogged in the inner coil. The cause of the reported event was isolated to the inner coil clogged with dried blood.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, the implant physician found resistance in the lumen of the pacing lead. The physician was unable to fully insert the pacing wire into the lumen of the pacing lead. The lead was removed and replaced. The patient was stable.